Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
Patient presented with pain and swelling. Mobile bearing was broken in half. Replaced with new mobile bearing.

Manufacturer narrative:
The evaluation revealed the broken sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core returned was documented as faultless prior to distribution. A review of the raw material certificate indicates that the sliding core material was within specification. The explanted sliding core was transferred to an external lab. The lab performed a visual inspection with a microscope. Evidence of abrasion, pitting, burnishing, scratching and surface deformation was observed on the superior and inferior surfaces. The sliding core was broken approx. In half in medial lateral direction. The breakage surfaces indicate that the sliding core broke initially within the keel trough. The fracture surface demonstrates subsurface oxidation. At the lateral portion of the anterior fracture surface the morphology is consistent with fatigue fracture. At the medial portion of the anterior fracture surface the morphology is consistent with ductile fracture. The lab test report contains following conclusion: the morphologies of the lateral and medial portions of the fracture surfaces were consistent with fatigue and ductile fractures, respectively. The location of the fracture initiation was unable to be identified due to the condition of the fracture surface. A deeper investigation (stage iii) regarding oxidation was not necessary because the external lab performed already an oxidation analysis in 2008. The external lab did not found any correlation between oxidation and sliding core breakages. Excerpt of the conclusion of the lab report ¿oxidation analysis of the s.t.a.r. Total ankle prosthesis¿: we found no evidence to suggest that oxidation plays a role in the short-term revision of properly aligned, and normally loaded s.t.a.r. Total ankle prostheses. All available data, lab report and x-rays were evaluated by a health care professional (hcp): ¿my review is consistent with fatigue a synostosis has developed between the tibia and fibula at the level of the syndesmotic ligament and just at the level of the tibial component. The normal occurrence, is an opening and closing between the tib/fib syndesmotic region as the foot dorsiflexes at the ankle. If the motion between the tibia and fibula is restricted by a synostosis, more stress is exerted into the talar, now the stress is passed to the poly component's surface...fatigue.¿ based on the technical and clinical evaluation the sliding core broke in a fatigue fracture due to overloading postoperatively caused by patient conditions (synotosis of tibia and fibula); manufacturer related issues were not found. That implants can fracture due to several reasons and need to be revised is listed in the IFU. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Patient presented with pain and swelling. Mobile bearing was broken in half. Replaced with new mobile bearing.